Manufacturer narrative:
Unit passed the rewind basic occlusion test, occlusion test, prime and system sensor test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. Unit received with broken reservoir tube lip. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose was 101mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis.